Event description:
In 2001 pt. Treated with "tuna". Dr. Attempted, but could not catheterize pt. Pt admitted to hospital and catheterized. During stay in hospital, pt received 2 units of blood. Pt developed pneumonia, sepsis and renal failure. Pt expired 8 days later. Mfgr requested medical information. Dr. Would not provide.